Manufacturer narrative:
Smiths medical asd, inc. Is anticipating the receipt of the sample involved in this event. Upon receipt of th sample a follow-up report will be submitted.

Event description:
User alleges that blood from the di-50 set leaked into the h-1025. Smith s medical asd, inc. Complaint no. (B)(4).